Event description:
Caller reported there is a black line on the left hand side of the display. No adverse event reported. Product was returned for evaluation. Evaluation found that the damage could lead to misinterpretation of information.

Manufacturer narrative:
The event occurred in (B)(6).